Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the station displayed an ac power failure error. The customer reported that the station had been flickering earlier in the day but continued to function after a reboot. However, upon a subsequent reboot, the station displayed an error message and then shut down. However, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-feb-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device had alternating current (ac) power failure error. The field service engineer (fse) advised the customer to check the power and network cables and to power the device off and back on; however, the device continued to shut down. The communication sled was replaced, and all connections on the back of the unit were checked. The battery plug was removed, and the device powered on, but it shut down again. Both cables connected to the communication sled that interfaces with the drawers were removed, after which the device powered on, but it shut down again shortly thereafter. The power module was then replaced. The customer was able to successfully recover the device, and normal operation was restored, resolving the issue. The system functioned as intended after the field service engineer repaired the device.